Event description:
Caller alleged false negative urine hcg results on two pts with surestep hcg urine cassette. Two pts tested (using three test strip each with the same lot number), and came up with negative results. The blood test for both these pts came out as positive. Pt's age and health conditions were not provided. The date of pts' last menstrual period was not provided.

Manufacturer narrative:
Investigation pending.